Event description:
Customer's mother reports that customer received a no delivery alarm during bolus delivery. Customer's blood glucose was 134 mg/dl. After troubleshooting, customer was advised that infusion set may have been occluded. Customer's mother was advised to change infusion set and return the other for analysis. Another phone call was received and customer's mother did not return to continue call with helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.